Event description:
It was reported that the patient presented for device upgrade, while in the pocket the physician noted that the right ventricular lead dislodged. The lead was explanted and replaced successfully, the procedure went well and the patient was discharged home.